Manufacturer narrative:
Additional information h3, h4, h6, h10. H4: the lot was manufactured between november 19, 2020 - november 20, 2020. H10: the actual device was received for evaluation. Visual inspection was performed and found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that could have contributed to the reported condition, however no signs of abnormality was observed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was filled with 5-fluorouracil using a syringe. There was no patient involvement. No additional information is available.